Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, asymmetry, and deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast reconstruction surgery with a 175cc mentor memorygel breast implant on one side, and with a 275cc mentor memorygel breast implant on the other side at an unknown date, and experienced bilateral capsular contracture, asymmetry, and deformity. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502754bc; serial number (B)(4) on the left side, and with catalog number 3501754bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s side implanted with 175cc mentor memorygel breast implant.

Manufacturer narrative:
On january 18, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, the side implanted with 175cc mentor memorygel breast implant was right, and the side implanted with 275cc mentor memorygel breast implant was left. Hence, this supplemental medwatch report is for the patient¿s right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 175cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right side. Manufacturer¿s reference number: (B)(4).